Manufacturer narrative:
The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure analysis - visual inspection with unaided eye: the tested unit was soiled and arrived disassembled. There was also the presence of a ¿proud¿ weld on the sleeve that was felt over the label. Spring test attempted after rewelding a new sleeve. Unit successfully passed the spring test and functioned as designed. The drill test was also performed. Unit successfully drilled 5 holes, and the perforator functioned as designed. Root cause analysis -evaluation of the returned unit confirmed the presence of a proud weld. The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA).

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman perforator (ID 261221) disassembled when removing the device after making the third burr hole on the operating table. The patient¿s cranium was harder than usual, but the bone pad was successfully made; therefore, the surgeon needed to apply more force than usual to pull out the device from cranium. The event led to less than 30 minutes surgical delay. All the disassembled parts were recovered. The drill used with the perforator was midas. The patient is recovered. According to information provided, it is unknown if the drill was electric or pneumatic, if the perforator clicks in place in the drill, and if the recommended spring tests being performed between each burr hole.